Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer loaded cold insulin into the cartridge, and had air bubbles in the cannula. Customer was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." The cause of the reported issue was due to air bubbles in the infusion set cannula. Tandem does not manufacture infusion sets.